Event description:
It was reported that a spectrum infusion pump displayed system error 105t was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was reproduced at power up. System error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.